Manufacturer narrative:
An evaluation of the device cannot be performed as the device remains implanted. Additional information has been requested and if received, will be provided in the supplemental report. Remains implanted.

Event description:
It was reported that the patient underwent tka for oa and patella was not replaced. Then pain occurred at patellofemoral joint. So, she underwent patella replacement on (B)(6) 2013. About 1 month later, the patient went to the hospital with a complaint of a hematoma and was x-rayed. In the x-ray, the suspicion of patella component breakage was confirmed. X-ray on (B)(6), 2014 shows progression of the breakage of patella component was confirmed. At this time, replacement of patella component is not planned. The patient had no trauma and fall.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot although the device was not returned for visual inspection an image was provided with the excess cement that was removed at the time of revision. Patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. A clinical consultant has indicated, "root failure cause of this pi section is procedure-related without device-related aspects." No further investigation for this event is possible at this time as no devices were received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient underwent tka for oa and patella was not replaced. Then pain occurred at patellofemoral joint. So, she underwent patella replacement on (B)(6) 2013. About 1 month later, the patient went to the hospital with a complaint of a hematoma and was x-rayed. In the x-ray, the suspicion of patella component breakage was confirmed. X-ray on (B)(6) 2014 shows progression of the breakage of patella component was confirmed. At this time, replacement of patella component is not planned. The patient had no trauma and fall.